Event description:
The physician planned the prostate brachytherapy case in air kerma and ordered the seed in mci. The order was filled as specified and labeled correctly. Due to the conversion factor the seeds implanted were 27% higher in activity than the plan specified. The seeds have been implanted and the treating physician states that it will be 2 to 3 years before the clinical consequences can be determined.